Event description:
The customer reported nine false negatives results with the ID now covid-19 assay performed on various dates involving various lots. This report is nine (9) of nine (9) and addresses lot 1086021 (total quantity 1). The customer reported one false negative result with the ID now covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022. Confirmation testing (platform: diasorin) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport media generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics (B)(4) inc. On retained kit lot 1086021 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1086021 and test base part number 190-430 / lot 1086021. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1086021 showed that the complaint rate is 0.002%. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue. Reference MFR. Reports: 1221359-2022-04559.